Event description:
This lead was removed for infection per mdrf form provided by device tracking. Also removed: setrox s 45, MDR# 1028232-2007-0179,. Corox otw 75-up, MDR# 10232-2007-0177, linox sd 65/16, MDR#1028232-2007-0178.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is based on the complaint description, indicating in infection after implantation time of one month. The biotronik sterilization protocol from 2006, confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.